Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cord damage" could be confirmed. During service the device failed the pre-repair vibration visual assessment. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was being returned for service. During service of the device, it was found that the device had cord damage. It is unknown if the device was being used in surgery. There was no injury or medical intervention reported. There was no additional information provided.